Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to concerns of the product and right side capsular contracture, baker grade IV with fluid. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion are observed. Deformation is observed. Red particles were observed on the shell.

Event description:
Healthcare professional reported, right-side implant exchange from textured to smooth due to concerns of the product and right side capsular contracture, baker grade IV with fluid. Device has been explanted and replaced.